Manufacturer narrative:
Corrected fields: b5, h10 . This supplemental report is to void the initial as zimmer biomet does not have responsibility for this product.

Event description:
Correction, zimmer biomet does not have responsibility for this product.

Manufacturer narrative:
(B)(4). Medical product : nexgen stem 00598801115 lot 61214730, rotating hinge knee femoral 00588001502 lot 61314950 kro prosthesis, knee , nexgen femoral augment 00599003521 lot 60880980, nexgen femoral augment 00599003524 lot 61737801, articular surface 00588005023 lot 61718734, unknown tibial component . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 001822565-2021-01664, 0001822565-2021-01665, 0001822565-2021-01666, 0001822565-2021-01667.

Event description:
It was reported the patient underwent a revision knee arthroplasty ten years post implantation due to loosening of the femoral components after a fall. The cause of the fall is unknown. No additional information is available.